Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen does not respond when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen responded when pressed. No malfunction was found. Further testing found the device displayed a whitescreen error and sounded an audible alarm from the secondary speaker. The probable cause was due to a software error. This report represents all the information known by the reporter upon query by hospira personnel.